Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was suddenly switched off. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. Customer stated that the insulin pump was unable to switch back on even after inserted a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded motor home switch and electronic assemblies. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify unexpected battery power loss due to blank display.